Event description:
A distributor contacted stryker to report that a customer¿s device had a flat battery. It was also reported that the device's stats indicator was inoperative and that it does not turn on. In this state defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on. This fault was attributed to moisture within the device which had led to significant corrosion on the pcba on multiple components and circuits, including the rtc/led & on/off circuitry. The device was scrapped by heartsine.

Event description:
A distributor contacted stryker to report that a customer¿s device had a flat battery. It was also reported that the device's stats indicator was inoperative and that it does not turn on. In this state defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.